Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery was inside of the loader device and the plunger had been depressed. The seal and seal subassembly were outside of the delivery tube and inside the loader device. The delivery tube was pressing against the seal. No evidence of blood was observed inside the deployment tube. It appeared that upon attempting to remove the delivery tube, the seal got stuck in the loader device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, five heartstring seals did not load properly. The scrub nurse stated that five seals were loaded correctly and when she tried to remove the delivery device from the loader device, the seals got stuck in the loader device and would not remain inside the delivery tube. Replacement devices were used to complete the process. No pt complications were reported by the hospital. This report is for the fourth seal.